Manufacturer narrative:
Per tandem¿s t:slim user guide, a cartridge error alarm can occur if the user does not follow the proper procedure to load the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 5 (pressure out of range) occurred during the load process. The user's blood glucose (bg) level was 291 mg/dl and the user addressed bg level with a bolus. Tandem's technical support educated the user to not refill/reuse cartridge, not to remove insulin from the cartridge, to always follow the prompts on the pump and to fill the cartridge at the appropriate time. The contact acknowledged, loaded a new cartridge, and resumed insulin delivery.